Event description:
The infusion pump was returned for service with a report of an 807:01 failure code. No contact information was provided with the reported problem, and attempts were made by baxter's quality management to obtain information regarding the date this report occurred, the medication involved, pump programming and set-up information, specific patient information, tubing product code and lot number in use, medical intervention and patient injury, but no additional information was available.